Manufacturer narrative:
One infusion pump was received for evaluation in regard to the reported event. It was noted that the rear case housing was cracked at the cartridge viewing window. An evaluation of the event history log was unable to be completed as the history function was not set up. Functional testing of the device was able to confirm and replicate the reported event. During inspection and power up, the device was found to have error code 114 on the screen display which indicates a problem with motor or pushrod issue. It was determined that the motor was defective due to high current draw and contributed to the issue. The motor was replaced to address the issue. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was sent to the distributor for recalibration. Upon servicing it was noted that pump was defective due to error code 114. There was no patient involvement reported.